Event description:
It was reported that inappropriate therapy due to over- sensing of noise was observed. Noise was not reproducible with manipulation. The lead was capped at the svc and replaced.

Manufacturer narrative:
No medwatch form was received.